Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the troubleshooting performed related to the patient never having effect and shocks was that they had multiple attempts at reprogramming. The cause of the patient never having effect and shocks was not determined. The patient's device was removed on (B)(6) 2016.

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The device was never effective for the patient since implant on (B)(6) 2012 and they tried it for 2 years then finally gave up. The device didn't help and just gave the patient shocks. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.